Event description:
Hill-rom received a report from a hill-rom technician stating the brake casters are not engaging (brakes not holding). The bed was located at the account in the bed repair shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The hill-rom technician found all four brake casters worn due to age. The brake and steer peddles are bending because of extra force needed to use them because of casters being worn. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced brake casters and brake steer pedals to resolve the issue. Based on this information, no further action is required.